Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Customer's blood glucose (bg) was over 600 mg/dl. Customer went to the emergency room (ER) and was treated with insulin as well as fluids. Customer left the ER 6-7 hours later with a bg of approximately 200 mg/dl and reported to be "back to normal". Reportedly, customer reverted to manual injections as alternate insulin therapy.